Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during a colonoscopy procedure on a (B)(6) female patient. According to the complainant, the injection gold probe hemostasis catheter became stuck within the pediatric scope. When the physician attempted to remove the device out of the scope, the tip of the device broke inside of the scope. The detached tip and scope were removed as a unit. The procedure was completed with another scope and another injection gold probe hemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.